Event description:
The hcp reported the patient was diagnosed with a mass in 2006. Prior to the diagnosis, the patient had a recent increase in their "usual pain." At the time of the device system implant, perioperative antibiotics were administered. The catheter tip was placed at the t9 position. In 2007, the patient's mass was identified as a granuloma at the site of the spinal catheter, l3 position. The granuloma was surgically removed in 2007. The surgical findings were "adherent mass inter-digitated in the cauda equina at l3." The hcp reported that the catheter was not replaced. The hcp noted "decompression of the catheter only." The drug contained in the patient's pump was morphine sulfate (60 mg/ml) delivering 33 mg/day. The hcp reported the patient is recovering well with no new neurological deficits.